Event description:
It was reported that the ilet¿s sleep/wake button became unresponsive, and the user could only unlock the device by placing it on the charging pad, consistent with a device key/button not working and implicating the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake control, characterized as a key/button unresponsive issue involving the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.